Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received a report that after the dense mesh stent pipeline was delivered in place via the microcatheter marksman, during the deployment process, the resistance increased, and the pipeline was difficult to be pushed out of the marksman smoothly, and the part that was pushed out was kinked and could not be opened smoothly. After repeated adjustments, the problem could not be solved, so the stent was withdrawn and the whole of it was withdrawn from the body.) No patient symptoms or further complications were reported as a result of this event. Angiographic result post procedure was normal. The pipeline was used for an indication that is approved, on-label. The pipeline and any accessory devices were prepared as indicated in the IFU, and the catheter was flushed as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left side internal carotid artery ophthalmic artery segment with a max diameter of 8.79mm and a 7.91mm neck diameter. Landing zone was 3.42mm distal and 4.21mm proximal. It was noted the patient's vessel tortuosity was severe. Dapt (dual antiplatelet treatment) was administered, pru level was 0.  Access vessel was femoral artery with 6.34mm diameter.

Event description:
Additional information received reported there was resistance in the proximal end of the catheter. The pipeline had been placed in a vessel bend when it failed to open.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): a pipeline flex embolization devices and a marksman catheter were returned for analysis within a shipping box a sealed biohazard pouch. Visual inspection/damage location details: the inner diameter (ID) of the marksman microcatheter was found to be 0.027¿ per IFU (instructions for use). Per pipeline flex embolization device instructions for use (IFU): ¿the pipeline flex embolization device is designed to be delivered through a compatible micro catheter of 0.027¿ inside diameter. Therefore, the marksman micro catheter was found to be compatible for use with the pipeline flex embolization device. The pipeline flex was returned within the marksman catheter and found to be extending ~49.4cm from hub and ~4.4cm from distal tip. The pipeline flex embolization device was then removed with resistance from marksman for further evaluation. Distal end was inadvertently detached at distal hypotube. No bends or kinks were found with the pipeline pushwire. The hypotube and ptfe were found to be intact. The proximal bumper, re-sheathing marker and re-sheathing pad appeared to be in good condition. The dps sleeves appeared to be in good condition with blood residue. The tip coil was found to be damaged. Proximal braid end was found to be opened and frayed. Distal braid end was found to be opened and frayed. No other a nomalies were observed. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open¿ was unable to be confirmed as pipeline flex braid ends were found to be open. Possible cause for ¿failure to open¿ is the result of damaged braid, braid was overstretched during delivery, patient vessel tortuosity, or user deploys braid in vessel bend. Based on the device analysis and reported information, the customer¿s report of ¿resistance/stuck during delivery¿ was confirmed; however, the root cause could not be determined. Possible causes for ¿resistance/stuck during delivery¿ are frayed on braid, patient vessel tortuosity, or user does not maintain continuous flush. Based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ was confirmed; however, the root cause was unable to be determined. Possible causes for ¿catheter resistance¿ are incompatible devices, flush rate too low, insufficient catheter flushing or lack of continuous flush, patient vessel tortuosity, or insufficient guidewire or delivery system hydration. It is likely patient vessel tortuosity contributed to the event. The customer reported patient vessel tortuosity as severe. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.